Event description:
It was reported that the ins was removed 2012 (B)(6) due to infection and was not replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3886, lot # j0211810v, implanted 2002 (B)(6), explanted 2012 (B)(6); extension model # 3095-10, lot # nah003969v, implanted 2002 (B)(6), explanted 2012 (B)(6); programmer model # 3037, lot # njd127698n. (B)(4).